Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's drive support cap was sticking out. When she pressed the drive support cap, insulin began to come out. Customer's blood glucose level was 67 mg/dl. She treated her blood glucose level with a protein bar. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.